Event description:
It was reported that a tandem mobi pump shut down unexpectedly, and the leds were not blinking. The customer's blood glucose level exceeded 500 mg/dl, displayed as "high" due to this issue. The customer managed the situation with a corrective injection using mdi and did not require third-party assistance. Technical support informed the customer that the pump shutdown was caused by a low battery and provided guidance on battery management. Additionally, the customer was educated on manually restarting cgm sessions and resetting certain pump settings after a shutdown, which the customer understood and acknowledged.